Event description:
On (B)(6) 2016, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient had experienced a buried bumper on an unknown date. The patient is now dipping tube two times daily to prevent the recurrence of a buried bumper. The device remains implanted.

Manufacturer narrative:
H6 code of e2402 was chosen to capture the event of buried bumper syndrome. Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.